Manufacturer narrative:
This report is submitted on march 17, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site with purulent discharge which then progressed to wound dehiscence. The patient was treated with an oral antibiotic. The device was explanted on (B)(6) 2020. It is unknown if there are plans patient to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on 01 may 2020.